Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened and creased buttons dome switch. Unable to perform functional testing due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that up arrow button was not responding when attempted to enter carbohydrates into insulin pump. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.